Event description:
Intraoperatively, the physician attempted to align the graft slightly by pulling it with tweezers. The graft was torn about half way around the diameter. The physician didn't pull the graft with much force and the graft was not touched by anything sharp. The graft was repaired by sewing it with gore tex suture (cv-6). No adverse effect to the pt.

Manufacturer narrative:
The device was not returned to atrium for eval and therefore is difficult to determine the cause of the tear. The lot history of the graft was reviewed and the product was found to have met all specifications. Tweezers are typically sharp and could have caused a hole in the graft. When pressure is applied, the small hole caused by the tweezers could have been enlarged.